Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6)2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.